Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. (B)(4).

Event description:
A family member reported that the patient experienced a blood glucose of 400 mg/dl with vomiting and ketones. The patient was reportedly treated with a back up plan. The family member reported that during the day the pump emitted a replace battery alarm after the battery was changed the previous day. When the battery was replaced the pump went immediately to a replace battery alarm. The family member also reported that the pump was rebooting and she was uncertain of why. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.